Event description:
It was reported that pump experienced malfunction with malfunction alarm displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer declined to perform troubleshooting with technical support and planned to reset pump independently, while technical support planned to confirm or update customer email, resend field correction notice, and complete required form on behalf of customer.